Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan was chosen for implantation, utilizing a large flex nav delivery system. Abbott sales rep and physician completed loading of the valve. During preparation, force was applied to retract the valve into the capsule. There were no issues leading the retainer tabs into the retainer receptacle. "Fluoroscopic" during deployment attempt, the valve was not able to fully deploy as the valve was under expanded and the markers were not in line. When attempting to retract the device into the flex nav, the navitor titan could not be fully recaptured. The re-sheath/deploy wheel reached the end of travel. During a second attempt to deploy the valve, it was observed that the navitor was bent. During this second deployment attempt, the patient required resuscitation due to drop in blood pressure. The pressure drop was attributed to the undeployed navitor reducing function of the aortic valve. The patient stabilized via resuscitation. The valve still could not be retracted into the valve capsule; a gap remained. The micro adjustment wheel was not used. The re-sheath/deploy wheel reached the end of travel. The navitor titan and flex nav delivery system were removed from the patient. There was no a non-abbott 34 evolut was then implanted. It was reported that the patient status was extubated and neurologically unremarkable.

Manufacturer narrative:
An event of stent post deformation, valve underexpansion, loading difficulty, and hypotension was reported. The device was returned to abbott for investigation and was noted to be in a dehydrated state. Despite the condition of the returned valve, it was confirmed to meet functional specification when analyzed under non-physiological condition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported stent post deformation, valve underexpansion, and loading difficulty could not be conclusively determined. The cause of the reported hypotension appears to be related to procedural circumstances. The reported unexpected medical intervention was result of case-specific circumstances as the patient required resuscitation due to the hypotension. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a